Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ ultra-fine ii¿ (short) self-contained insulin syringe had damaged stopper and plunger. No serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6291998. All inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for plunger rod difficult to move on lot # 6291998 and the 2nd related complaint for stopper damaged on lot # 6291998. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that bd¿ ultra-fine ii¿ (short) self-contained insulin syringe had damaged stopper and plunger. No serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation: customer returned four (4) 30gx8mm, 1ml bd insulin syringes from an opened from an opened polybag from lot 6291998. Consumer reported the plunger is very hard to move because the stopper is melted. All four returned syringes were examined, and it was observed that all four had a disfigured stopper. A review of the device history record was completed for batch# 6291998. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200670231] noted that did not pertain to the complaint. Process summary: the automatic syringe assembly machine feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. This batch was produced before CAPA #666972 which was for plunger difficult/unable to operate. Actions for this were to update the preventative maintenance, create standard works, and to have the assembly machine shut down at predetermined intervals in order to fill the silicone tanks. This CAPA was closed effective feb2020.

Event description:
It was reported that bd¿ ultra-fine ii¿ (short) self-contained insulin syringe had damaged stopper and plunger. No serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd¿ ultra-fine ii¿ (short) self-contained insulin syringe had damaged stopper and plunger. No serious injury or medical intervention.